Event description:
It was reported an external fluid leak was observed originating from the return line of the prismaflex st150 set during prime. Upon further inspection, the leak was due to ¿a cut¿ in the line. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, photographs and video were provided for evaluation. During visual inspection of the provided photographic samples, the return line was observer perforated. The reported condition was verified. However, due to the nature of the provided samples, no further testing could be performed. Therefore, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st150 set c has been temporarily approved for use in the us under emergency use authorization eua(B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.